Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a deltec gripper micro blunt cannula safety needle safety device house separated from the opposite end of the needle while a nurse squeezed the needle into the safety box. It was noted that the device had no cracks in its plastic housing. The nurse experienced a needlestick injury as a result of the reported issue. The nurse was being tested for any illness due to the needlestick at the time of report. Additional information has been requested; if received, a supplemental report will be sent.

Manufacturer narrative:
One deltec® gripper micro® needle was returned for investigation. A device history review showed no relevant findings related to the reported issue. A visual inspection of the device showed the needle retractor was out of the hinges that are located in the ay base, meaning the needle retractor was separated from the base. The needle retractor and the base did not present any breakage or damage. The base of the device did not have broken hinges and the arm had no broken pins. Both the base and the arm were in good condition. Functional testing could not be performed due to the safety mechanism being separated from the device. A manufacturing review of a similar device was conducted and no discrepancies were found. The most probable root cause was determined to be that the needle retractor became separated after the product left the manufacturing facility. The complaint was not confirmed.